Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. Reportedly, the customer attributed the bg to the settings needing adjustment. Food and juice was consumed along with suspending insulin to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.